Manufacturer narrative:
Device code 1494: off-label use for acd <3.0mm. (B)(4).

Manufacturer narrative:
Implanted date is (B)(6) 2019; the exact day is unknown. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.5/1.0/144 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in (B)(6) 2019 and refractive surprise was observed. Patient is unhappy with near vision, awaiting icl exchange for hyperopic surprise. Additional information has been requested for this case. If additional information is received a supplemental medwatch report will be submitted.